Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 110003450 ¿ g7 shell inserter ¿ 437740. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows impact marks on the shaft and strike plate of the inserter along with several divots and dents but no obvious fracture on the tip of the thread. Material analysis confirmed the inserter material to be conforming. The shell showed use but no visible damage. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk g7 inserter, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05527. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, a g7 cup inserter was stuck to the cup. This caused a 30 minute delay to wait for a new cup to complete the surgery. Attempts were made to obtain additional information; however, none was available.